Event description:
A (B)(6) female pt to contacted zoll customer support to report check belt messages in which her monitor showed red for each electrode as if the electrodes were not in contact with her skin. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. The cause for the check belt messages is due to the rear therapy electrodes not receiving a driven ground signal, resulting in falloff on all four ecgs. The cause for the signal not received is a result of an open trace from resistor r781 to pin 5 of connector (B)(4) on the computer/analog board. The root cause for the open trace cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.